Event description:
Did first flap with baha dermatome. During second flap excessive vibration occurred. Second flap used same blade as first. Dermatome handpiece usage stopped. Manual flap made. Incomplete edge of dematome flap repaired